Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Therefore, a total of 100 retained samples from the known lot were inspected, and no issues were identified. Additionally, 10 retained samples were functionally tested for draw volume and all tubes were within specification limits. Based on a review of the device history record(DHR) for the incident lot, all product specifications and requirements for lot release were met. The DHR and retains could not be inspected for the unknown lot. This complaint has not been confirmed for the indicated failure mode: overfill no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® buffered sodium citrate blood collection tubes, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® buffered sodium citrate blood collection tubes, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.